Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/7/2022. H6: component code: g07002 no device problem found. H3: investigational summary: two sealed boxes (36 packets on each box). And twenty-nine packets of product code v372h were returned to ethicon inc for analysis with the packaging closed. As per the sampling plan, visual inspection was performed on thirty-two samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The needles were intact and no damages, breakage on the body, tip, or swage area were observed during evaluation. Functional test was performed, to needle by resistance and met the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events reported in 2210968-2021-12529, 2210968-2021-12530 and 2210968-2021-12531.

Manufacturer narrative:
(B)(4). (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please confirm the quantity of needles that broke during this single procedure? Several, exact number is unknown. Did the needle break at the tip or at the body? Unknown. Did a piece of the broken needle fall into the patient? If so, was it retrieved during the same procedure? Yes, was retrieved. How was the procedure completed? With same like material. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported in 2210968-2021-12529 and 2210968-2021-12531.

Event description:
It was reported that a patient underwent a cesarean section surgery on an unknown date in 2021 and suture was used. During the procedure, the needle broke. Needle was retrieved. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.